Event description:
The generator was returned for analysis. Analysis of the generator was completed on (B)(4) 2014. A bench lead and setscrew were installed into the generator with no difficulties (lab conditions). In addition, the indentions on the bottom of the setscrew appear to indicate that a lead pin or test resistor was secured with the setscrew. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during implant surgery the setscrew did not tighten when the lead pin was inserted into the generator header. It was also reported that the setscrew would not tighten when the test resistor was inserted in the generator header. A new generator was implanted and the setscrew tightened properly. It was reported that a new screwdriver was used with the new generator. Both the unused generator and screwdriver are expected to be returned for analysis; however, have not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.